Event description:
It was reported the video system center lost the endoscopic image during the unspecified therapeutic procedure. Multiple scopes and multiple videoscope cables were switched out, another tower was used, and the same issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a problem associated with the ultrasonic scope. Olympus will continue to monitor field performance for this device.